Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle had foreign matter inside the syringe barrel. Found before use. There was no report of injury or medical intervention.

Manufacturer narrative:
One open 3ml integra packaged syringe with needle was received by bd canaan and confirmed to be from batch #721740 (p/n 305269). The sample was visually evaluated. The syringe was found to have large embedded fm in the outer plunger rod outside the fluid path. The fm observed is larger than level 3 in size, which is a rejectable condition at bd canaan. Outer plunger rod was identified to be from mold c-259 cavity 33. DHR review for batch 7121740 (p/n 305269). Manufacturing date: 05/20/2017 to 06/05/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121740 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: root cause undetermined.